Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered and the patient was admitted to the emergency room with chest pain due to inappropriate shocks by the right ventricular (rv) lead. The right ventricular (rv) lead had dislodged and was found to have oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was attempted to be repositioned but would not stay in place. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.